Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secure. Microscopic examination revealed that the distal end of the stent was damaged with bent and flared struts. The distal end of the stent was also stretched past the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. During the unpacking of a 12 x 4.00 rebel stent, the stent was caught within the stent cover causing the stent to unravel. No patient complications were reported.